Event description:
Pt reported obtaining a capillary blood glucose result 356 mg/dl, while using the suspect device. One minute later, pt's blood glucose was retested, using her physician's blood glucose monitor, with a result of 156 mg/dl. Pt's physician reportedly obtained a venous blood glucose sample, within 10 minutes, and when measured in a laboratory was 159 mg/dl. No treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.